Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had worn buttons. The customer's blood glucose value was unknown. Customer reported unexplained no delivery alarms and had to press buttons more than once along with crack on reservoir entry, customer also stated that clock runs slightly slow and scratches on the screen and declined battery life. The device will not be returned for analysis.